Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose and sensor issue. The customer's blood glucose value was 51 mg/dl at the time of the incident. The customer treated low blood glucose by eating fruit. Troubleshooting was performed and nothing will be replaced or returned.